Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported following an unrelated surgical procedure on (B)(6) 2020, the patient was unable to establish a connection with the ipg. The ipg was reportedly turned off, but was not placed in to surgery mode prior to the procedure. Multiple troubleshooting attempts were made to address the issue, however; to no avail. As a result, the patient underwent surgical intervention where the ipg was explanted and replaced. Effective therapy resumed without complication following the procedure.